Manufacturer narrative:
Date of event ((B)(6) 2016).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Lot documentation of needle only not of actual device. Unknown lot number for actual device.

Event description:
The customer reported that when the phlebotomist pushed the first tube onto the jelco multi-sample blood collection needle, the needle broke off of the hub. The needle was no longer attached but remained in the patient's vein. The phlebotomist asked the patient not to move, then carefully removed the detached needle from the patient's arm with her gloved fingers. Then the needle was disposed of in the sharps container. No patient injury documented.